Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that part of the biopsy valve was broken, and a broken piece of the biopsy valve fell off. It was also confirmed that the broken piece had been retrieved. The shape of the broken piece matches the damaged part of the biopsy valve. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The cause of the damage to the biopsy valve may be that the insertion and removal of the biopsy forceps was done at an angle, making it heavier and causing damage. The likely cause of the event was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during respiratory examination; a fragment of the single use biopsy valve fell off into the patient's body. It was immediately retrieved and the procedure was completed with a similar unit. There were no further reports of patient harm.